Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a calibration error with her sensor, as well as significant variations between sensor glucose and blood glucose readings. The discrepancy cited was 59 mg/dl on the sensor versus 150 to 160 mg/dl blood glucose readings. At the time of reporting, the customer's blood glucose was at 162 mg/dl. Troubleshooting was performed for the calibration error alert but was not continued to completion. The customer was using the sensor with an insulin pump with which use of the sensor is not approved. He was advised the sensor was being used in an off-label manner. Nothing further was reported.